Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert transmission was received via merlin. Net. Upon review, it was revealed that the patient's implantable cardioverter defibrillator had inappropriately switched to back-up operation. Programming changes were made and the device was restored. The patient was stable.